Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer had a lot of corrosion on the upper case, lower case, inside hinge plate, and inside display frame. Analysis also found broken solder at keyboard connector on mpu (main processor unit) printed circuit board assembly. It was noted the display dropped. Cosmetic issues found with the case, hinge plate media bay door and rear display cover. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.